Manufacturer narrative:
The user-reported flow rate issue was not confirmed. The device was found to have a flow rate accuracy of -0.03%, which is within the +/-5% specification. The device was tested to meet all specifications on 08/25/2017.

Event description:
This is a follow-up for the initially filed MDR (3006575795-2017-00252).

Manufacturer narrative:
The manufacturer is currently waiting for the arrival of the device.

Event description:
The user reported that the device had an flow rate issue. The user reported that the device was infusing for an additional 30 minutes than programmed infusion time, but the total volume was not provided. Thus no error percentages could be determined by the user. This issue was reported to the user in late (B)(6) 2017, but no specific date was provided by the user. No patient injury or harm occured for this case.